Event description:
It was reported that a patient underwent a surgical on an unknown date and a reservoir was connected to a drain. The stopper of the reservoir could not be released from the locked position and therefore, suction was not performed. There were no adverse patient consequences. The current condition of the patient was reported as stable.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.